Manufacturer narrative:
The device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Abrupt vessel closure, (B)(4) discarded by facility.

Event description:
It was identified that during a peripheral orbital atherectomy procedure, an abrupt vessel closure occurred. The event was identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of a csi clinical trial. The target lesion was located in the anterior tibial (at) artery. The physician used a 6fr introducer sheath and a 0.014" regalia guide wire to access the lesion. The regalia guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed several runs at low speed and at medium speed. The physician removed the oad and followed-up atherectomy with balloon angioplasty. No complications were noted during the procedure and the patient status remained stable throughout. Follow-up review by core lab identified an abrupt vessel closure; however, no complications were noted by the treating physician during the procedure. The core lab angiogram evaluation was reviewed by csi for potential adverse events on (B)(6) 2016.